Manufacturer narrative:
Additional manufacturer narrative: a copy of the patient's op report was received which indicates that this device was explanted due to recurrent prosthetic valve endocarditis. The report states that this patient "underwent tricuspid valve replacement for insufficiency [in 2009], related to IV drug abuse endocarditis, but in any case, the patient has been admitted multiple times. He was admitted with staph aureus endocarditis and treated accordingly. Once that was controlled, tee was performed, which specifically showed prosthetic valve endocarditis with mrsa bacteremia with a history of prior IV drug abuser. The consulted surgery is for possible re-replacement of the tricuspid valve. The patient had been thrombocytopenic prior to the operation, which goes along with the endocarditis of the valve of prosthesis. A tee showed mobile vegetation and wide open tricuspid insufficiency related to the above and that was consulted, so the patient decided to proceed with the re-replacement..." The operative findings state, "actually, the patient had possible one side of the vegetation might have been, it was not really a large size, but it was mostly noticed or was that the patient had developed some pannus reaction on the undersurface of the leaflets, which were a kind of stuck to the leaflets and possibly keeping the leaflets on the open position throughout its heart cycle, mostly it was by the septal and anterior portion of the bioprosthesis." The device was explanted and replaced with new edwards bioprosthetic valve. The patient tolerated the procedure very well and was transported to the ICU in stable condition. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the sample device was not returned for analysis; therefore, the root cause of this even cannot be confirmed. However, the patient's op report documents that the patient was admitted with staph aureus endocarditis, likely from his history of IV drug abuse. Pannus growth was also noted on the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Manufacturer narrative:
Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the tricuspid valve was explanted after an implant duration of approximately 3 years and 5 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.